Event description:
Allegedly, patient revised due to incorrect cup size. Cup implanted was size 44 but should have been 46.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.